Manufacturer narrative:
H3, h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device was used for treatment. The returned device underwent a product evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted all indicator lamps solidly illuminated, confirming the device had entered an error state. This confirmed a relationship between the event and the device. Device performance data confirmed that the device has failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing or external pressure conditions caused the device to fail. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 4 days, all 4 indicator lights started to light up. It was not possible to start the pump again. The lot could not be confirmed because the packaging had been thrown out. The issue was solved with a backup device.